Manufacturer narrative:
The device was not returned. The autopsy report is not available yet. According to the reporting physician, the patient was previously very sick and had given up hope and was planning to take himself off dialysis in 2009 when he was convinced to try hero graft as a last option. His quality of life improved the last two years using hero graft for dialysis, but then the graft started to clot and required intervention 3 times in the past month. The most likely cause of death was cardiac tamponade from a burst coronary vessel which was not accustom to high flow volumes with the tip of the hero graft delivering blood directly into the coronary sinus. Since the hero graft functioned successfully for more than two years, it seems most likely that the tip of the hero outflow component was originally positioned correctly in the right atrium of the heart and then manipulated into the coronary sinus with the glidewire of the arrow trerotola percutaneous thrombolytic device during the thrombectomy procedure immediately preceding the death. It seems highly unlikely that the hero device would advance into the coronary sinus on its own since the opening of the coronary sinus into the right atrium is protected by a valve. Therefore, it is unlikely that this event would occur in another pt. It should also be noted that the hero graft instructions for use specifically stated that mechanical thrombectomy devices with rotational tips (such as the trerotola) are not recommended due to possible damage to the device.

Event description:
Report of pt death after thrombectomy procedure on hero graft that had been implanted more than two years earlier and used successfully for dialysis for over two years. The thrombectomy was performed using arrow trerotola percutaneous thrombectomy device with 0.035 glidewire. [Note: hero graft instructions for use specifically state that mechanical thrombectomy devices with rotational tips, such as the trerotola, are not recommended due to possible damage to the device.] At end of thrombectomy procedure, a fluoroscopy angiogram indicated the tip of the hero outflow is not in the right atrium but projected through the ostium of the coronary sinus so that contrast material first fills smaller venous channels and then retrograde fills coronary sinus back to the right atrium. Plans were being made to transfer the pt to a hospital where the hero device could be revised or repositioned when the pt went into distress (hypotensive and shortness of breath) and was intubated and resuscitated with fluid and pressors and transferred via ambulance to the hospital emergency department where he died of cardiac arrest, probably due to cardiac tamponade.